Manufacturer narrative:
Section a2, a3, a4 and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of the bevel of the cartridge of the preloaded intraocular lens (iol) was deformed and there was an indentation. No patient injury was reported. No medical intervention was required. Through follow-up, we learned, that the lens was implanted and the issue was noticed after implantation. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: june 2, 2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod partially advanced. Viscoelastic residue was observed to be evenly distributed throughout the cartridge. The cartridge tip was observed to be deformed; stress marks were also observed on the cartridge tip but were in specification for a used device. The lens module was inspected revealing no issues. Device assembly was inspected revealing no issues. The plunger rod and plunger rod advancement was inspected revealing no issues. The photograph provided by the customer was evaluated. The photograph displayed the suspect cartridge, and the cartridge tip was observed to be damaged. The complaint issue "cartridge tip cracked/damaged" was identified during product and photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.